Event description:
Customer reported that the pump reset unexpectedly multiple times. There was no reported impact to the customer's blood glucose level. No alarms or alerts were observed, and the pump checked out as operating normally. The distributor was awaiting the pump's return for further inspection and provided a replacement pump to the customer.